Manufacturer narrative:
(B)(4). The product was returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while disassembling a cup inserter, the tip of the instrument used to attach the radar broke. There was no patient involvement. Attempts have been made and no further information has been provided.